Event description:
Healthcare professional reported that three days post implant, there was abrupt loss of capture leading to cardiac arrest. Open cardiac massage was performed. Upon reop, the surgeon found the tear between a conductor and electrode in both wires. The wires will be returned for analysis.